Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 300 mg/dl. Customer went to the emergency room and was admitted to the hospital where bg was treated by intravenous insulin drip. Customer was released on (B)(6) 2019 with no permanent injury. Contact alleged pump was the suspected cause of bg level and reported that the customer had reverted to manual injections for insulin therapy. Pump system check with tandem technical support (cts) found pump to be functioning properly, however, contact maintained that there was an issue with the pump in the past which has since resolved.